Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip delivery system (cds) leak and torn clip introducer (ci). It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with an mr grade of 4+. The steerable guide catheter (sgc) was advanced and as the tip of the clip was being inserted into the hemostasis valve of the sgc, bubbles were noted on the cds shaft. Only the tip of the clip had been inserted into the valve. No air entered the patient. The cds was immediately removed and a full flush was performed to remove the bubbles. During the full flush, as the ci was pulled closer to the tip of the clip, and the delivery catheter handle (dc) was moved back and forth. The user inadvertently pinched the tip of the ci causing the clip arm and grippers to get stuck on the ci, and tearing the ci. A new cds was used with the same sgc without further issues to complete the procedure. One clip was implanted, and mr was reduced to 1. There was no clinically significant delay during the procedure. No additional information was provided..

Manufacturer narrative:
(B)(4). Correction: initial date received by manufacturer corrected from 5/16/2018 to 5/17/2018. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported leak was likely a secondary effect to the tear observed in the clip introducer (ci). The reported tear was a result of the procedural conditions, as the user inadvertently pinched the tip of the ci, causing the clip arm and grippers to get stuck on the ci and tearing the ci. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.